Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.2. Medical device type: jka. D.3. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, 15 devices exhibited poor sleeve function and leaked. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The customer-provided photo shows blood leakage in the holder and blood on the samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, 15 devices exhibited poor sleeve function and leaked. There was no health impact or consequences reported.